Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes buttons had to press a couple of times. The insulin pump was taking longer for information to come up on the screen when loading the battery. The insulin pump was grinding, making a loud noise, taking long to rewinding. The insulin pump had battery issues, had to take the battery out and put it back in again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.